Event description:
The customer reported that the system displayed a communication failure error message and shut down in the middle of a case. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All workstation circuit boards and connectors were reseated. The system was then found to be operating as intended.